Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-01528 & 2134265-2014-01527. It was reported that during a stenting procedure, stent damage occurred. The target lesion was located in the superficial femoral and popliteal artery. A non bsc wire was placed in an antegrade approach and a 6x120x75mm stent advanced to the lesion. During deployment the stent moved up on the wire and ¿bunched up¿ during deployment. Another 6x120x75mm and 6x120x120mm epic stent was advanced ¿bunched up¿ as well during deployment. It appeared the stents foreshortened to 80mm long. No patient complications were reported and additional stenting occurred with two sentinol stents to complete the procedure. The patient¿s status is fine.